Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure the jaws would not open. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). The device was received in good condition. Upon visual inspection under magnification it was noted that the upper distal rollers were damaged and the blade was slightly buckled. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade returned after the handle was depressed and the jaws opened and closed during all tests. The knife blade was slightly buckled but not enough to affect opening and closing. However, it is possible that the condition of the device and other circumstances could have caused the reported issue, but we were unable to replicate them at our laboratory.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.